Event description:
The dentist reported that 3 weeks after the dental implant was placed in intra region #19, it was verified its non-osseointegration; 50 ncm of primary stability was achieved and immediate load was not performed.